Event description:
Resident being transferred with mechanical lift when lift failed and resident fell to floor. The sling crossbar "snapped" and detached from the lift arm. Resident complained of lower back pain and shortness of breath and sent to hospital for eval. Resident expired in 2006 at the hospital. Still undetermined what role if any the fall played in cause of death.

Manufacturer narrative:
It was orderd 4 point hangers to replace the required 2 point on both lifts. These were installed by their people. Our rep and independent tech inspected the lift in question . They reported that the new points were not installed properly, several main original pieces were missing, like the main thrust bearing. In their investigation, it is their opinion that when the 4 point hanger was installed many of the important components were not used when reassembling, therefore the hanger assembly was not safe, nor would function like it had for the first nine years. Their opinion is that if all parts would have been replaced in the order they came from the factory, this incident would not have happened.